Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This report references the same patient as complaints (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h14c26128 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with ¿unknown medication¿. The cause of the peritonitis was reported to be a missing cap from the extension set. The missing cap was not noticed until the caregiver was ¿almost done hooking the patient up to the homechoice device and beginning therapy¿. It was reported the patient was hospitalized for ¿one day stay¿. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 1 of 3 involved in this event.